Event description:
During a call for an unrelated issue, the home patient (hp) reported having an infection. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the infection. The pdrn stated that the hp had been diagnosed with peritonitis. The hp was not hospitalized for the event. The hp is being treated with vancomycin and fortaz (ip, dose and frequency not reported). The pdrn stated that the cause of this peritonitis event was unknown. The pdrn stated that the hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lots (h12g25081 and h12f20019) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. A follow up report will be submitted if additional information becomes available.